Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported an unspecified volume of solution leaked from the connection of the clave secondary port and the semi-rigid female adapter on the cassette of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The lot number of the device that was in use is unknown. The customer contact identified two possible lot number (plots). A device from possible lot numbers 230085h and 230125h was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.